Manufacturer narrative:
(B)(4). Vyaire medical was able to confirm the issue, and a vyaire field service representative (fsr) evaluated the device on-site, calibrated the o2 (oxygen) pressure transducer, performed blender calibration, and verified the blender. Calibrated for ambient and 100% o2, and all tested in accordance with factory specifications. The batteries were completely depleted, and as part of the extended systems test, the user must perform ambient and o2 calibrations, as well as keep the batteries fully charged at all times. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was having an o2 out of range fault. The customer confirmed that there was no patient involvement associated with the reported event.